Event description:
The customer reported the balloon came off and holes were noted. The event occurred during a diagnostic procedure and there was no patient harm or user injury reported due to the event. This is report #1 of 10 due to multiple events and devices reported. Reference report patient identifiers. (B)(6).

Manufacturer narrative:
The defective balloon was discarded by the customer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was not returned for investigation. Therefore, we were not able to confirm the reported event. The subject device was manufactured on march, 2022 based on the provided 3 digit lot information. However, the exact manufacture date cannot be identified since the subject device was not returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported phenomenon was caused by device handling by the user might have contributed to the event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.